Event description:
It was reported that 5 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2004 the pt presented to the cath lab. The lesion being treated was in the left anterior descending artery (lad). The physician successfully deployed a taxus express2 8.8% 2.50 x 12 mm stent to the target lesion. Five days later the pt presented to the cath lab and was determined to have a thrombosis in the taxus stents. The physician then decided to implant another coated stent below the taxus stent. Further information has been requested.